Event description:
It was reported that pump experienced malfunction, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer restarted pump independently, and since pump was out of warranty, customer waited for renewal pump, with no additional actions from technical support documented.